Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 6096707, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: the customer provided lot # 6096707. This does not match the catalog number provided. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. A review of risk management document 149rmn-0004-01 revision 19, indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for incorrect/missing label information. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no:320119 batch no: unknown (reported 6096707). Verbatim: consumer called to inquire if the bd pen needle sample packs she has are still good. Stated she can't find an expiration date and believes she got them 3-4 years ago. Consumer no longer needs them and stated she will discard them.